Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported error was not replicated. The dso seal was replaced, and the dso sensor was calibrated to resolve the issue.

Event description:
It was reported that the device detects occlusion. No patient involvement, discovered during setup.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.